Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during an stentgraft for an abdominal evar procedure the catheter tip detached. The catheter was attempted to be withdrawn from a patient, the operator felt physical resistance, and upon removal, the tip of the catheter detached at the leg of the stentgraft within abdominal aorta. The separation was at the border between the black and purple portions at the tip, and its cross section was found to be smooth. The detached tip was successfully retrieved by endovascular snare device. No additional adverse event was reported.